Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the additional information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure the initial approach for the index surgical procedure? Date and name of index surgical procedure. The diagnosis and indication for the index surgical procedure? Were there any concomitant procedures performed? Were there any intra-operative complications? What medical intervention was given the pain and uti? Results? When was the mesh visible and palpable on posterior wall first noted by a physician? Symptoms and diagnostic confirmation? What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient¿s current status?

Event description:
It was reported that the patient underwent an unknown gynecological procedure on unknown date and the mesh was implanted. The patient experienced vaginal pain, recurrent utis and prolapse. The mesh is visible and palpable on posterior wall. It is still in discussion whether to undertake prolapse repair and remove part or all mesh and decide re px for recurrent utis the patient is already on pain management and on multiple analgesic. Additional information has been requested.